Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. Upon preparation of a 3.00x24mm taxus express2 drug eluting stent it was noted that the proximal end of the device was frayed. This was noted outside of the patient. No patient complications were reported. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release of distribution. The most probable root cause is determined to be due to handling damage.